Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have decided to not repair and retire the device from service due to the age and costs associated with repair. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device would power on and go directly into "pacer mode", which would prohibit the user from having the ability to deliver defibrillation energy, if needed. There was no patient use associated with the reported failure.